Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6)hospital, aichi prefecture health and welfare agricultural cooperative union h.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cap color variation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of cap color variation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported before use with the bd vacutainer® sst¿ blood collection tubes, one (1) tube was observed to have a discolored cap. There was no report of patient impact.